Manufacturer narrative:
Investigation summary: the device was visually inspected, and the tip was observed slightly bent and a connector pin was observed bent. Then, during the second visual the connector pins bent was confirmed and it was found that the pebax was bent with a hole. The force test cannot be performed due to returned catheter condition. A manufacturing record evaluation was performed for the finished device 30222973m number, and no internal actions was found during the review. The customer complaint can't be confirmed. The root cause of the damage on pebax and connector pins bent cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Additionally, the customer provided a photo of the carto 3 system screen. An evaluation was performed, and according to pictures provided by customer, force values were observed high. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that during the procedure, the force value could not be zeroed. The catheter was replaced with another one and the procedure was completed. There was no patient consequence reported. The force issue was assessed as a not reportable event as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On december 9, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, the tip of the catheter was slightly bent, no foreign material was observed, and the connector had a bent pin. The device remains intact. On january 9, 2020, after further analysis and testing, it was it was found pebax bent with a hole, it was also found to have a bent pin. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on january 9, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 9, 2020.